Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device would move under the skin, stick out, and it was tugging and pulling. She could not sit on the buttock it was implanted on because it was uncomfortable. The patient thought the tugging and pulling was the problem because she knew it was turned off. The patient had also lost 43 lbs since implant. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c468, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the ins was moving in the pocket. This started in (B)(6) 2015. The patient wanted to take the device out. The therapy was not on as the patient had turned it off on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was in pain 24/7 and she could not eat, sit, stand, or lay down because the implantable neurostimulator (ins) was flipping all the time. She needed the device removed. If additional information is received a follow-up report will be sent.